Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2019-01735.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.